Event description:
It was reported that two to three months after implant, the patient was sitting in her recliner and heard a ¿pop.¿ it felt like a spring broke free and hit her and then she knew the lead had moved. The implant was achy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va0ev5r, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).